Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the intraocular lens (iol) implant procedure, implant does not expand in the eye. Additional information received and stated that, iol did not unfold in the left eye (os), it did touch the eye. The surgeon completed the surgery with another iol. There was no problem was reported.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The file indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for the product combination used. The root cause for the reported complaint appears to be related to failure to follow the instruction for use (IFU). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).